Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on january 2, 2025. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 2, 2024. The capsular contracture was baker grade iii/IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 10, 2024 an additional assessment was performed and determined that soft tissue necrosis was erroneously omitted from the initial report submitted. Additional information was received on december 16, 2024. The event date was clarified to be july 9, 2024. The mentor failure analysis lab has received the device for evaluation on december 20, 2024. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture / impaired wound healing / soft tissue necrosis manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 6, 2024. In addition to the capsular contracture reported initially, the patient also experienced chronic impaired wound healing (the patient had an infection with a previous set of implants, brand unknown) on that side. The event date was clarified to be (B)(6), 2024. Reason for device explant and/or reoperation: capsular contracture/impaired wound healing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a 585cc mentor memorygel boost breast implant. The patient was hospitalized after her surgery for an unspecified complication and subsequently developed capsular contracture. As a result, explant is planned for (B)(6) 2024.